Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating and offline in remote support services (rss). The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating due to intermittent wi-fi drops. A field service engineer (fse) identified that wi-fi credentials configured on the station were saved under the carefusion admin (cfnadmin) account and not accessible to the carefusion application (cfnapp) account, causing the communication issue. Following the wireless connection knowledge article, hospital information technology (it) assistance was obtained to correctly input and align the wireless credentials, so they were accessible to cfnapp. After configuration, connectivity was stabilized. Post-repair validation confirmed the station successfully reconnected, with sync status verified and the station showing online in rss. The system functioned as intended after the field service engineer repaired the device.